Event description:
Customer reports receiving a blood glucose result of 740 mg/dl while using the advantage system. The device's numeric reading range is 10-600 mg/dl; values > 600 mg/dl should display as "hi". No quality control information was provided. No adverse event due to result out of range was reported. A request was made for return of the suspect product and a replacement was sent.